Manufacturer narrative:
This lot was manufactured january 27, 2015 - january 28, 2015. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion with a large volume infusor. The nurse observed that the drug did not completely infuse. The total fill volume was 300 ml. The residue volume was unknown. The expected time was 7 days and the actual time was 6 days and 40 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.